Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was not observed in any state of the catheter. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis.

Event description:
It was reported that during a pulsed field ablation to treat atrial fibrillation, a farawave catheter was selected for use. During the procedure, the catheter would not irrigate, and basket would not deploy to flower. Troubleshooting was attempted, and the physician disconnected the continuous flush, and the scrub tech attempted to flush with syringe. However, no fluid would go through the catheter. The catheter was replaced, and procedure was completed with a new catheter. No patient complications were reported. The device has been received at boston scientific's post market laboratory. It was further reported that the procedure was completed with the original device as opposed to what was previously reported.

Event description:
It was reported that during a pulsed field ablation to treat atrial fibrillation, a farawave catheter was selected for use. During the procedure, the catheter would not irrigate, and basket would not deploy to flower. Troubleshooting was attempted, and the physician disconnected the continuous flush, and the scrub tech attempted to flush with syringe. However, no fluid would go through the catheter. The catheter was replaced, and procedure was completed with a new catheter. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that during a pulsed field ablation to treat atrial fibrillation, a farawave catheter was selected for use. During the procedure, the catheter would not irrigate, and basket would not deploy to flower. Troubleshooting was attempted, and the physician disconnected the continuous flush, and the scrub tech attempted to flush with syringe. However, no fluid would go through the catheter. The catheter was replaced, and procedure was completed with a new catheter. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the procedure was completed with the original device as opposed to what was previously reported.